Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination ( hygiene case). The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated data.. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024 sampling from: endoscope detergent cfu: 14cfu bacterial identification: 7cfu_gram-positive cocci with catalase, micrococci or staphylococci, 1cfu_gram-positive bacilli with catalase and oxidase 6cfu_gram-negative bacilli with or without oxidase olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024 sampling from: distal end cfu: not done bacterial identification: n/a sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling from: air/water (a/w)-ch cfu: 1cfu bacterial identification: streptococcus salivarius sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a sampling date: on (B)(6) 2024 sampling from: distal end cfu: not done bacterial identification: n/a sampling from: biopsy ch/suction ch cfu: 2cfu bacterial identification: escherichia coli, klebsiella pneumoniae sampling from: a/w-ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a sampling date: on (B)(6) 2024 sampling from: distal end cfu: no growth bacterial identification: n/a sampling from: biopsy ch/suction ch cfu: 0cfu bacterial identification: n/a sampling from: a/w-ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a the device was returned and evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." During additional follow-up with the user facility it was noted that the subject device was used on 10 patients while awaiting positive culture results. The related reports with the following mfrs numbers have been opened to address this. MFR #: 07281 (1/10), 07286 (2/10), 07136 (3/10), 07235 (4/10), 07316 (5/10), 07511 (6/10), 07253 (7/10), 07259 (8/10), 07273 (9/10), 07266 (10/10). Olympus will continue to monitor field performance for this device.